Event description:
It was reported the patient was no longer receiving stimulation. It was also reported the programmer could no longer communicate with the ipg. As a result, the ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.